Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline clotted resulting in blood loss after the completion of a patient¿s hemodialysis (hd) treatment. The blood in the arterial line was returned. The machine, a fresenius 2008t machine, displayed a high tmp alarm. The blood in the venous line was observed to be dark and there was a clot. The venous line from the venous end of the dialyzer was also kinked and blood back flowed from the venous chamber to the transducer line. He blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline clotted resulting in blood loss after the completion of a patient¿s hemodialysis (hd) treatment. The blood in the arterial line was returned. The machine, a fresenius 2008t machine, displayed a high tmp alarm. The blood in the venous line was observed to be dark and there was a clot. The venous line from the venous end of the dialyzer was also kinked and blood back flowed from the venous chamber to the transducer line. He blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation.